Manufacturer narrative:
Information was received via mw5060844. This report will be amended when our investigation is complete.

Event description:
It is reported the drill bit broke off inside the bone during surgery.

Manufacturer narrative:
No device or photos were received; therefore the condition of the component is unknown. Review of the receiving inspection records did not find any deviations or anomalies. Product history search revealed no additional complaints against the related part and lot combination. This device is used for treatment. The trabecular metal reverse shoulder surgical technique states ¿warning: when drilling the screw holes, care should be taken to avoid bending the 2.5mm drill when it is inside the drill guide. This creates resistance between the drill and drill guide which may cause the drill to fracture.¿ a definite root cause for the reported drill fracture in this complaint cannot be determined with the information provided. However, the complaint may be revised upon return of product or further information.